Event description:
It was later reported that cause of death and details leading up to the death were not identified, the death was not considered device related, and that the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through the patient outcome that the patient passed away. The patient was found deceased at home.